Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were no iodine and sponge found in twenty (20) minicap prep kits. The patient stated that the units were packed in the same box and packing was in good condition when arrived at the customer facility. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Actual 20 samples were not received however photographic samples were provided for analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The evaluation of the samples determined that the sponges were missing from the mincaps. The cause was determined to be manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.